Event description:
It was reported that during a percutaneous coronary intervention, a balloon rupture occurred. The lesion was located in a calcified and moderately tortuous unspecified coronary vessel. A 2.75x8mm quantum maverick balloon was advanced to the lesion and inflated to 18 atms when it ruptured. The procedure was completed with another quantum maverick balloon. No patient complications were reported. Patient status is listed as good.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer - the complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)